Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 08/28/2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) clinical (hcp, sdy, for) information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of high impedance with paraesthesia and worsening tremor in the right upper limb. The impedance was noted to be 3668 ohms on contact 0, and 29100 ohms on contact 3. Electrode 3 is not used in programming. An electromyogram was done with no abnormalities found. The etiology was stated to be possibly related to the device/programming and not related to the implant procedure. The patient was reprogrammed on (B)(6) 2018 and the event was resolved without sequela.

Manufacturer narrative:
Concomitant medical product: product ID: 3389-40, lot#: 0207367153, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device info received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause was not determined.